Manufacturer narrative:
The device will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Primary procedure performed on (B)(6) 2016, the patient was implanted with an afx2 bifurcated stent graft, and two vela suprarenal. Reportedly, the patient had an endoleak type 1a (el1a) due to an angulated neck. This created lost seal length on the greater curvature of the neck. Additionally, the patients' aneurysm sac was growing. Secondary procedure was performed on (B)(6) 2017. Dr. (B)(6) accessed through the arms placing non-endologix balloon expandable stents in both renals and ran the afx vela suprarenal aortic extension just above the left renal artery, which was the lowest artery. After ballooning there was still a el1a. An additional non-endologix stent was placed in the left renal artery. After ballooning again, the final angiogram showed no endoleak. The patient went home the following day with no complications. There has been no additional patient sequalae reported at this time.